Event description:
Customer reporting 4 false positive sars results. Customer states the results were confirmed negative by another molecular method. It is noted the customer started experiencing issues after a 3rd party piece of equipment was replaced and is also having the negative qc control result positive. Report 3 of 4

Manufacturer narrative:
Investigation summary: customer data was reviewed and analysis did not conclude a product performance issue. Analysis revealed a higher fam signal attributed to post-run analysis of the data. Quidel provided modified programing for the third-party equipment to mitigate the issue moving forward. Root cause: no product problem found source: email/phone.